Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is still closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, liner, and bone screw. A previous review of the bone screw device history records identified no related manufacturing deviations or anomalies that would contribute to the reported event. The femoral head and liner are exempt from device history record review per procedure. No additional related reports were found against the remaining product and lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/17/2015-pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs stated injury to bone, muscle, tissue, weakness and disability. The medical records reported the acetabular shell was loose and more vertical than previously was, joint weakness/stiffness, difficulty walking, synovitis, brown fluid, brown cloudy effusion, broken screw from acetabular shell, and the femoral stem with severe corrosion at the trunnion that was revised with a crack in the calcar caused during removal of femoral stem. Medical records did not have any mention of metal debris as previously alleged. The complaint was updated on: dec 3, 2015.

Event description:
Patient was revised to address pain.